Manufacturer narrative:
H10: the actual device was not available; however, ten (10) retained samples were evaluated. Visual inspection of all the sets did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional testing including leak testing by injecting air pressure of 27.17 psi for ten minutes under water and no leaks were observed in any of the sets. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the venous chamber of a gambro cartridge set during prime. Priming was stopped, the cassette was changed, and priming was resumed without further incident. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name, phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.